Event description:
It was reported that suture placement was attempted in a moderate to heavily calcified left common femoral artery with four perclose proglide devices using a preclose technique prior to an abdominal aortic aneurysm (aaa) and endograft implantation procedure. Reportedly, when the first device was used, a cuff miss occurred. The same experience occurred for the second, third and fourth proglide devices. Ultimately, two other proglide devices had deployed successfully and the sutures were retrieved. The sheath was upsized from a 6fr to a 14fr for the interventional procedure. After the aaa procedure, the sutures of the fifth and sixth device were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the femoral artery was moderate to heavily calcified. During needle deployment, calcification may cause the needle to be deflected from the intended trajectory path which may result in a needle-to-cuff miss. Additionally, per the instructions for use for perclose proglide devices, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The three additional perclose proglide devices are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device revealed a bilateral cuff miss as evidenced by both cuffs remaining in the foot pockets. There was slack on the link, indicating the lever was opened to deploy the foot, but instead of depressing the plunger to deploy the needles, the plunger was found partially retracted, resulting in the posterior needle tip being drawn inside the guide tube along with the rail suture. Because the cuffs did not engage with the needles, the suture could not be retrieved when retracting the plunger. Subsequently, the knot would not form to advance to the arterial surface to close the vessel as intended. Possible contributing factors for bilateral cuff miss include, but are not limited to: manufacturing, challenging anatomical conditions, and incorrect deployment techniques. The needle trajectory of every device is verified twice during manufacturing. During testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The anterior cuff successfully captured the needle during plunger insertion. The reported calcification in the artery could have contributed to the cuff miss, but this could not be confirmed. The proglide instructions for use (IFU) states: the safety and effectiveness of the perclose proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The observed damage is consistent with proximally retracting the plunger prior to depressing it to deploy the needles, resulting in the detachable posterior needle tip being withdrawn into the guide tube. This is incorrect deployment sequence per the IFU. Based on the investigation findings, the probable cause for the bilateral cuff miss is incorrect deployment technique. No manufacturing or quality deficiency was detected. A review of the finished device history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.